Event description:
The end user's daughter alleges the controller on her mother's power chair was loose and in need of maintenance. Her mother was driving the unit into her bathroom when she could not stop the unit and ran into the shower. The end user sustained a pin hair fracture to her right ankle.

Manufacturer narrative:
Pride sent a field svc tech to the end users home to eval the unit. The unit was in need of maintenance. The controller was tightened and the unit operated per specs.